Event description:
On (B)(6) 2014, it was reported that there was a black line going across the display of the patient's blood glucose monitor that affected the values displayed on the device. No adverse event was reported. The blood glucose monitor was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.